Event description:
The case (cath with possible intervention) was completed and were attempting to close the groin with a pre close pro style closure device. As they were deploying the perclose a portion of the device dislodged in the patient. Vascular surgery was consulted and plan to take patient to or. Abbott rep notified and device saved. Unable to deploy perclose, knot broke.